Manufacturer narrative:
The correct analysis results are now attached. Upon receipt, the fragmented lead under complaint was subjected to an extensive analysis. Multiple abrasion marks were noted along the lead fragments. Particularly between 9cm and 7cm proximal to the lead tip the insulation was found abraded through. The conductor cable to the rv shock coil was fractured in this region. This damage can be considered the root cause of the reported increased shock impedance. Based on the characteristics of the damage, it is reasonable to assume that the lead was subject to severe mechanical stress due to constant friction against another implantable device such as a nearby lead. Diagnostic images clarifying this assumption were not available. Further analysis showed extraction damages of the lead such as conductor cables pulled out of their lumens which was also mentioned in the complaint description. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that the lead was explanted 110 months after the implantation due to high shock impedances. After extraction an exposed conductor cable was visible.